Event description:
It was further reported that the patient¿s surgery to revise their leads was scheduled for (B)(6).

Event description:
It was further reported that the patient had not been seen in the clinic and surgery hadn't been scheduled yet to revise the lead. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was further reported that the patient's revision was done. The patient was getting good coverage.

Event description:
It was reported that the patient¿s leads had migrated. There were x-rays taken and the patient may undergo a revision but it wasn¿t scheduled at the time of the report. No manufacturer representative was present when it was determined that the leads migrated. No reprogramming was done. The patient was getting stimulation in their legs only and no longer in their back. The x-rays showed that the leads migrated from t7 to t12. The patient got great relief from the therapy and wanted their doctor to revise the leads. The patient denied any falling or trauma. The patient was getting less than 50% therapy relief. The patient¿s status at the time of the report was alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.